Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Was any surgical or medical intervention required? The case was an elective orthopaedic case, a total hip replacement. The registrar pressed the vial to break the compartment holding the glue when he realised that part of the glass had come through the protective sleeve and cut his hand. He followed correct procedure for a sharps injury and this will be reported via our usual system. There was no obvious injury to the patient. What is the lot number? The packaging for the product had been disposed of so we are unable to confirm the lot number. The following information was requested, but unavailable. Please explain what is meant by ¿ he followed correct procedure for sharps injury¿? Please explain what was done to treat the surgeons hand? Did any cross contamination occur? How is the resident surgeon today? Size and location of cut on surgeons hand? Product return date and tracking information?

Event description:
It was reported that the surgeon performed a total hip replacement surgical procedure on (B)(6) 2016 and topical skin adhesive was used on the patient. During the procedure, the surgeon pressed the vial to break the compartment holding the glue when he realised that a part of the glass had come through the protective sleeve and cut his hand. It was also reported that the surgeon followed a correct procedure for a sharps injury. There was no injury to the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿this event is not manufacturing related.